Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, there were two tubes with poor barrier separation of sample after centrifugation. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes . D10. Returned to manufacturer on: 04-feb-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: four samples and two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation (pbs) was observed. The returned samples and retention samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of pbs based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, there were two tubes with poor barrier separation of sample after centrifugation. There was no report of impact to patient or user.